Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported capsular contracture baker grade IV confirmed by healthcare professional. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration and breast pain are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and breast pain.

Event description:
Patient's relative reported right side "not in place and moving around". A CT scan and ultrasound were performed with no results. Device was explanted.